Event description:
Customer reported that the insulin pump beeped then returned a no power message. Customer reported changing the battery and was unsure if a low battery alert was returned before the insulin pump lost power. Blood glucose level was 96 mg/dl a the time of the call. During troubleshooting on a follow up call, the customer replaced the battery again and the insulin pump's display went blank without warning. Blood glucose level was not provided during the follow up call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.